Manufacturer narrative:
The reported field event of a loose rv set screw was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed elevated capture thresholds on the right ventricular channel. The patient was asymptomatic. During the revision procedure, the physician noted the ICD set screw for the right ventricular lead was unable to be tightened. The physician explanted and replaced the ICD. The patient was stable throughout.